Event description:
The device that was implanted in the left long finger pip joint was removed and replaced with another distal component of the same size and a proximal component of the next larger size.